Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Updated fields: h2, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: scope cover unit is dirty due to water leakage. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause could not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error b30. The event occurred during reprocessing. There was no patient involvement.